Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 77-year-old female patient, the device stopped ventilating and displayed a "runtime calibration failure - 1051" error message. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a 77-year-old female patient, the device displayed a "runtime calibration failure 1051" error message. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data log, but unable to be duplicated at zoll. The device was put through extensive testing including stress test without duplicating the report. The dovetail bracket was replaced as precaution. The device was recertified and retunred to the customer. Analysis of reports of this type has not identified an increase in trend.